Manufacturer narrative:
A1: patient identifier: requested, not provded. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: while deploying the angio-seal, the physician pulled back on the device to seal the artery, the footplate never came out. The entire angio-seal came out. The estimated blood loss count was less then 250cc. Additional information was received on 21aug2025: the type of procedure that was being performed for the patient, prior to the use of the closure device was a chemo embolization. The procedure sheath size that was used was 5fr. No difficulty with access. There was a pre-deployment angiogram performed. There was difficulty advancing the angio-seal sheath over the wire, into the artery. Hemostasis was achieved with manual pressure. The patient was stable.